Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/ compromised force sensor system test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit was received missing end cap sticker, cracked case at display window corners, cracked battery tube threads, and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus. The displacement test passed. The customer was able to rewind the insulin pump. The insulin pump alarmed motor error 5 times in the last hours. Customer's blood glucose level was 480 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.